Manufacturer narrative:
The customer replaced the cell rinse tube which was found to be leaking. After this part was replaced, no further issues were reported by the customer. The investigation determined that this action of the customer resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 4 patient samples tested for creatinine plus ver.2 on a cobas 8000 c702 module. Patient 1 had an initial result of 343 umol/l with a repeat of 179 umol/l. Patient 2 had an initial result of 523 umol/l with a repeat of 158 umol/l. Patient 3 had an initial result of 435 umol/l with a repeat of 158 umol/l. Patient 4 had an initial result of 140 umol/l with a repeat of 84 umol/l. Some of the results were reported outside the laboratory. The samples were rerun and he obtained different results. Some previously reported results had to be corrected. The creatinine lot number and expiration date were asked but not provided.